Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging massive lung damage, chronic urticaria, and fear of cancer. The following was also alleged by the patient. Pneumonia was initially suspected, antibiotic therapy was carried out over a period of four weeks with multiple hospital stays. A surgical procedure in (B)(6) 2022, an anterolateral thoracotomy showed a pleural empyema with a perforated lung abscess and other small abscesses in the lower lobe of the lung. This required decortication and a wedge section of the upper and middle lobes. Subsequently, the patent had to be treated as an inpatient in intensive care. The patient received a chest tube. As a result of this surgical procedure, numbness in the chest region has occurred. The scar under the patient's breast hurts badly. Additionally, it was reported that a CT examination also revealed the suspicion of bronchial carcinoma, which is not a confirmed finding. In addition, the patient's attorney reported allegations of ¿the customer beginning to cough up blood." The patient suffered from chronic urticaria since using the device. The itching is so immense that the patient is drawing blood from scratching. Redness and wheal formation as well as painful stinging occur. The skin reacts strongly to external stimuli such as temperatures or touch. In some cases, strong antihistamines have to be taken several times a day, which do not always have an effect. Even antibiotic ointments do not always relieve the symptoms. The patient's anxiety and panic attacks have worsened significantly. In particular, the patient is also afraid of using other sleep apnea devices. This leads to massive disruptions to nighttime recovery, resulting in daytime sleepiness, lack of concentration and lack of performance. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.